Event description:
As reported by an affiliate, during a procedure, a cath f6inf pig 145 110cm 6sh separated in the patient. The physician was able to snare the separated tip of the pig tail. It was stated there was no harm to the patient. They opened a second cath f6inf pigand at some point it was dropped and the tip also became separated. It was never used in the patient.

Manufacturer narrative:
Please note that this medwatch report is being submitted as a correction and is associated with mfg report #9616099-2013-00007. No new information has been received.